Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the revision procedure on (B)(6) 2016, the patient was implanted with anterior cervical interbody fusion from c6-t1 and a corpectomy at c7 using vectra cervical plating system and a bengal stackable cage. Patient was also treated with posterior cervical fusion from c5-t2 using synapse system.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained multiple injuries from a motor vehicle accident (mva) on (B)(6) 2016, including internal injuries, bilateral lower extremity paralysis, urinary incontinence, and cervical dislocation. Anterior cervical inter-body fusion surgery was performed on (B)(6) 2016 at levels c6-c7. Patient was implanted with vectra cervical plate, screws, an anterior cervical inter-body spacer, and dbx biomaterial bone putty. During the surgery, the surgeon inserted a 14 mm self-drilling screw into c7 by freehand; this technique is not the recommend per the technique guide; the technique guide recommends the use a drill guide. The amount of torque being used for the screw broke the elgiloy clip (a locking feature incorporated into the screw hole of the plate). The fragments of the elgiloy clip were retrieved by suction, and the 14mm screw at c7 was removed, and replaced with a 16mm self-drilling screw in the plate. There was a fifteen minute surgical delay. The cervical surgery was completed, but additional surgery is anticipated for stabilization of the cervical dislocation. The patient remains hospitalized for treatment of ongoing pain and other injuries sustained in the mva. On (B)(6) 2016, surgical follow-up noted that the patient would require additional surgery for ongoing pain from the initial injuries sustained in the mva, and to obtain further cervical spine stabilization. It was decided that the patient would undergo surgery on (B)(6) 2016 for the ongoing pain and to obtain further cervical stabilization. This surgery took place as planned. The existing anterior cervical inter-body fusion instrumentation at c6-c7 was removed and replaced with new anterior cervical inter-body fusion at levels c5-c7, and additionally the anterior construct was supplemented with posterior cervical inter-body fusion at levels c5-c7. The cervical spine stabilization surgery was completed successfully, and patient was stable during and following surgery. Concomitant devices reported: 4.0mm ti cerv self-retaining screws 14mm (part 04.613.714, lot unknown, quantity 4); 4.0mm ti cerv self-retaining screws 16mm (part 04.613.716, lot unknown, quantity 1); acis implant - sterile lordotic/standard-8mm height (part 08.843.008s, lot h023613, quantity 1). This is report 1 of 1 for (B)(4).